Event description:
It was reported that attempts to interrogate the pulse generator resulted in error messages and diagnostic data could not be retrieved. Subsequently, device interrogation was successful and diagnostics data retrieved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.